Event description:
It was reported that the patient presented to emergency room with complaints of palpitations. Atrial fibrillation with rapid ventricular response was suspected. The right ventricular lead trend showed that both impedance and capture management threshold had a gradual rise over time. When impedance reached a high value, an automatic polarity switch to unipolar pacing occurred, and threshold and impedance came back down to normal limits. The lead was left in unipolar and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.